Manufacturer narrative:
Findings: button error alarm and no button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Unable to perform the displacement test due to keypad anomaly.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they received a button error after inserting new batteries in the device. The customer tried to put their insulin pump on suspend mode but the device froze. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.